Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that the instrument was bent/broken. There was no surgical delay. No fragments were generated. Another instrument was used to complete the surgery. The surgery was completed successfully. There was no adverse harm to the patient. This report involves one (1) expedium spine system clip-on red. Driver w/dovetail 5.5mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for approximator fc sleeve was conducted. Batch 1: released on 06 sep 2007 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the approximator fc sleeve was received at us customer quality (cq). Upon visual inspection, it was noticed that the external threads of reduction sleeve were identified stripped; discoloration identified on sleeve marker. No other defects were identified on the device. Dimensional inspection: a dimensional inspection was not performed on the returned device due to non identification of the reported issue. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed expedium 5.5 flexible clip-on reduction device, reduction sleeve assembly. Expedium flex clip-on reduction device reduction sleeve. Conclusion: the complaint condition cannot be confirmed for the returned device. The external threads were noticed stripped and the sleeve marker was discolored. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device and due to maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.